Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, instructions for use (IFU), manufacturing instructions and quality control was conducted during the investigation. Product was not returned. The rpn and lot number were not available. There is no evidence to suggest that product was not manufactured to current specifications. The product is shipped with IFU which has the following warning: "before withdrawing the sheath though tortuous anatomy, insert the introducer dilator to avoid possible breakage. The instructions for sheath removal include the statement, " withdraw the sheath and dilator as a unit". It is feasible to suggest the device met resistance beyond it intended design. The reason for this failure cannot be determined without return of the device. We will continue to monitor for similar complaints.

Event description:
During a peripheral intervention procedure, the hub separated from the sheath upon removal from the patient. There was no harm to the patient, no additional procedures or intervention required due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a peripheral intervention procedure, the hub separated from the sheath upon removal from the patient. There was no harm to the patient, no additional procedures or intervention required due to this occurrence.